Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that she noticed a month or two months ago, she has to recharge her ins every other day, it is dying within 36 hours and prior to a month or two months ago she could go 5-6-7 days before it ran "out of juice". Pt said she charged yesterday and today it is down to 60 percent. Reviewed some potential reasons for changes in recharge frequency with pt and pt said she uses the same setting she has always used since last spring, she had no falls or accidents and no other medical tests or procedures. Worked with pt and her controller to check her settings and pt was on b with programs 1 : 0.6 and 2 0.9 checked and pt did not have adaptive stim. Asked if pt has been on b since spring and pt was not sure stating she as tried a and b and everything else. Reviewed she could try a and compare the results and at this point pt said she talked to the medtronic rep, (B)(4) on monday about this and (B)(4) had told pt to call medtronic. Reviewed patient services (pss) role, reviewed it sounded like her external equipment was working as expected and her settings and recharging frequency information can be checked in person. Pt said she has an appointment with (B)(4) tomorrow who may put her on a different program. Offered and sent online video links reviewed she can call back in the future if she needs further assistance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that a change to device programming led to frequent recharging. They stated that after charging programs, their issue seemed to be resolved.